Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery life or low battery alert noted during testing or in the device trace download. No motor error alarm or drive or motor anomaly noted during the testing. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error. The insulin pump had a crack in the casing and the battery life diminished. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.